Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Reportedly, the customer changes their cartridge every 4 days. The customer's blood glucose level was in the 300's mg/dl range. Tandem technical support educated the contact in regards to occlusion alarms and changing supplies within labeling. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.